Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. A review of the lot history record revealed no non-conformances that would have contributed to the reported stopcock leak. Further assessment was performed and abbott vascular (av) identified a potential product deficiency related to the manufacture of the device. The issue will be addressed per internal operating procedures. Av will continue to trend the performance of these devices. The additional plus 30 indeflator and the 3 unused/sterile devices are filed under separate medwatch reports.

Event description:
It was reported that during a percutaneous coronary intervention (pci), two plus 30 indeflators did not maintain pressure when connected to balloon catheters. The devices were replaced with an indeflator from another lot and the procedure was completed without issue. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided. Analysis of 3 returned unused/sterile devices noted leaks with the stopcocks. Root cause analysis determined that the issue reported with the indeflators in this case was likely due to a leak in the stopcocks.